Manufacturer narrative:
Insulin pump display properly after inserting battery. No missing segment/partial display noted, however insulin pump screen had ink spots/bleeding on the middle of lcd glass. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that there were marks underneath the screen, customer was unable to see his blood glucose clearly to do a bolus. Customer's blood glucose was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.